Manufacturer narrative:
(B)(4). Catheter nicked. (B)(4). Upon visual inspection, it was noted that the injection port was returned in locked position, hooks were deployed. Biological debris was observed inside of the actuator ring and the hooks. Upon microscopic inspection it was noted that the catheter was nicked. This nick is 0.25mm in length and localized at 1.12cm from the barb of the injection port, the nick was probably performed by a sharp instruments ( e.g needle). It was noted that the septum of the injection port was punctured 6 times, all punctures were localized near of the locking connector side. An injection port test was performed with a successful result, no blockage was found. A leak test was performed on the injection port and catheter with an unsuccessful result; leak was note to be at the location of the nick. A potential root cause of the reported event is that failure to establish port location by palpation or fluoroscopy before band filling as recommended within the instruction for use (IFU) may result in the catheter being inadvertently punctured during the band adjustment procedure. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a realize band, the surgeon could not adjust the band and could not get consistent fluid return. The patient complained of lack of restriction. During a fluoroscopy on (B)(6) 2011 there was a leak identified in the tubing. The surgeon replaced the port only and cut out the portion of the tubing that leaked. Another port was used to complete the procedure. The patient was discharged home same day. No adverse consequences reported.